Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a fault code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Boston scientific received information that this device was successfully explanted and replaced. The device is enroute to the quality assurance laboratory for analysis.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that this patient's device was generating beeping tones. Subsequently, the hcp reported that the device, upon interrogation, displayed a fault code#1003. Ts discussed the issue and suggested that the device should be replaced as soon as possible. Additionally, technical services commented that a save-to-disk could be performed to obtain additional information. The hcp was planning to discuss this further with the physician.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.